Event description:
It was reported that a user disconnected the ilet for a shower when blood glucose was 203 mg/dl and upon reconnection observed a rise to 253 mg/dl, sought guidance on administering insulin, and was advised to allow the ilet to manage the hyperglycemia and to announce only if eating; no occlusion alerts were reported and the user planned to monitor for one hour. Symptoms included no reported clinical manifestations. Outcomes included no medical intervention, no use of backup therapy, and no ketone testing. Investigation included troubleshooting and education conducted by customer care. Investigation of this case revealed no device alarms or occlusion indications and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.